Event description:
The user facility reported breakage on a surflo IV catheter device. Follow up communication with the user facility confirmed the following: when removing the catheter, it became broke; the tip of the catheter was left inside the patient; radiological control was performed to make sure; then they proceeded to its removal in the operating room; the catheter was placed in esc (basilic vein); it was placed on (B)(6) and removed on (B)(6) ; after this, the patient had no other consequences.

Manufacturer narrative:
Results - based upon evaluation of the user facility information and the returned samples; based upon the evaluation of the selected retention samples. Conclusions - based upon evaluation of the user facility information and the returned samples; based upon the evaluation of the selected retention samples. The actual device was received by the manufacturer for evaluation. Visual inspection upon receipt confirmed a broken catheter wherein the catheter hub was attached to a connector. The used sample had traces of white solidified powder. Magnifying inspection of the breakage revealed a smooth edge. The length of the remaining catheter tube on the hub was measured to be 2mm. The catheter tube revealed no signs of being pulled or stretched and no signs of elongation. Selected retention samples were visually inspected on the catheter tube portion. The tube was completely connected to the catheter hub and revealed no anomalies or defects. The produced lot had undergone two stages of 100% inspection. Thus, the defect of a broken catheter tube can be detected. Inspection data of in-process revealed no abnormality, moreover, no item found similar to the complaint. The catheter tube has been evaluated prior supply to manufacturing. A test was conducted to reproduce the defect. Retention samples were used for this test. The needle and catheter assembly was inserted into a dummy arm. The needle was pulled out and attached to the catheter hub with a connecting tube. After a few hours, the catheter was removed straight out from the skin by the use of hands with no broken or detached catheter tube. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record and complaint files. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the actual sample appears to have had contact with a sharp tool that led to the tube breakage describe in the reported complaint. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).